Event description:
The device was used during a low anterior resection procedure. It was reported by the affiliate that the clip did not feed into the jaw and dropped. A new device was introduced to complete the case. Additional info received on 3/11/97. It was clarified that the staples were retrieved.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. It has been several months since source reported this event. Co has not received any further correspondence about the device which was involved in this reported event. Unfortunately, since the device was not returned, the co is unable to perform an analysis and provide a report.